Event description:
The customer reported that the advia labcell automation system dropped a sample tube for a patient that has pneumonia. The tube contents spilled and a duplicate sample was not available. There are no known reports of patient intervention or adverse health consequences due to the dropped tube.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. The cse analyzed the advia labcell automation system. The cse determined that the tube tipped over at gate 1 position. The cse replaced the bridge merger o-ring and reset the gate. The system was monitored during operation and is performing according to specifications. No further evaluation of the device is required.